Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/01/2015 with the following findings: a review of the black box revealed an error, alarm, warning ¿177¿ observed on (B)(6) 2015. There was evidence of a drastic voltage drop observed in the black box starting on (B)(6) 2015 at 14:20. During evaluation, the battery cap was able to secure tightly to the pump and maintained an electrical connection. There was no damage found to the battery cap. All current readings were within specification. A crack was found along the side of the battery compartment threads. The pump case was removed and there were no intermittent conditions found to power circuit or pcb. The reported "battery life" issue was unable to be duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).